Event description:
It was reported that the programmer displayed an error code during the interrogation of an implanted device, and a different programmer was used to complete the patient check. The caller was advised that the programmer error should clear and not repeat when used again, that if any further error occurs they should contact the company representative to arrange for it to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.